Event description:
On (B)(6) 2021, during valve insertion, a sizing wing of the delivery catheter broke in the patient. The sizing wing was successfully removed, and a new edc was used to complete the procedure without any further issues.